Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The patient developed intermittent capture and the x-ray showed the ra lead was slightly dislodge. Subsequently, a revision procedure occurred. The ra lead was successfully repositioned and remains in service. No additional adverse effects were reported.